Manufacturer narrative:
An event of positioning problem was reported. It was indicated that the valve was re-sheathed three times due to inadequate valve depth. The device was returned to abbott for analysis, during examination inner shaft was noted to be kinked and the valve capsule had material deformation. Test valve was loaded and deployed without difficulties. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported positioning problem could not be conclusively determined. It is possible patient condition contributed to the event. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note per the instruction for use (IFU) ¿implantation precautions: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance.¿ not sure if IFU deviation caused the reported event, so letter will not be sent.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. During the preparation of the valve, they faced some difficulties loading the valve and encapsulating it on the valve capsule. The valve was not able to enter into the flexnav delivery system and they tried to release the valve from the delivery system and load it again but it was stacked and they could not remove it. A new 35mm navitor vision valve opened and loaded successfully into a new large flexnav delivery system. During the deployment of the valve, the system was not stable and it kept moving up and down. After 3 attempts and without the physician being able to attain the appropriate depth they decided to abort the case and proceed with a valve from another company. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable and had no complications.